Manufacturer narrative:
Correction g3. The alert date was incorrect on the initial report. G2. Report source.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a virtue implanted in (B)(6) 2018. Reportedly in (B)(6) 2020. The patient had leakages by droplet [recurrent incontinence] which is unresolved/ ongoing.

Manufacturer narrative:
The complication reported was urinary incontinence. The reported complication was identified in the risk management document as possible known harm. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information, the article reported clinical study that occurred in france.